Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) was able to confirm the leakage and replaced the external helium tank washer. The unit passed safety and functionality checks as per the service manual.

Event description:
N/a.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump(iabp) plug experienced an external helium tank leak during a routine daily check. There was no patient involved.

Manufacturer narrative:
Other contact phone number: (B)(6). Other contact person: (B)(6). Other contact email: (B)(6). A supplemental report will be submitted upon completion of our investigation.